Manufacturer narrative:
(B)(4). Implant date: not applicable; the lens was partially delivered into the patient¿s eye and it was not implanted in the patient¿s eye. Explant date: not applicable; the lens was not implanted in the patient¿s eye. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens would not come out of the delivery system. There was patient contact and there was no harm to the patient. The surgeon decided to use another pcb00 preloaded insertion system. In follow-up, it was reported that the lens was partially inserted into the patient's eye. The surgeon attempted to insert the lens, but it only came halfway out of the cartridge. The surgeon decided to stop using that lens and replace it with another pcb00 preloaded insertion system of the same diopter. No further information was provided.

Manufacturer narrative:
The preloaded insertion system and the lens were returned to the manufacturer for evaluation. Visual inspection of the return product revealed the plunger component was observed in fully advance position. The lens was received outside of the preloaded system. The preloaded system and the lens were visually inspected under a microscope. Viscoelastic residues were observed inside the preloaded system as well on the lens. No defects were identified in the return sample. The reported complaint of the lens would not come out of the delivery system is unconfirmed. The manufacturing record review was performed. The units were released in compliance with the product intended use as required. The documentation shows that the production order was manufactured according to specifications. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.